Manufacturer narrative:
The reported field event of capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no capture on the device, rv lead and ra lead. Device was explanted and replaced. No further information is available at this time.